Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and nausea. The cause of peritonitis was unknown. The patient was hospitalized for peritonitis and was treated with vancomycin intraperitoneally, cefazolin, and ceftazidime. Fifteen days after being admitted, the patient was discharged from the hospital. One day later, the patient recovered from peritonitis. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that on the same day as the event onset, the patient was treated with cefazolin (4x 125mg/l, discontinued after 7 days) and ceftazidime (4x 125mg/l, discontinued after 7 days) for peritonitis. Seven days after the event onset, the patient was treated with vancomycin (caps guided by levels, discontinued after 10 days) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported the patient experienced a pd catheter exit site infection (reported as "portal infection" and "infection at the infusion port") associated with mycobacteria spp., which then developed into peritonitis. Based on additional information received, the pd disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.